Event description:
A volcano flowire xt doppler guide wire became kinked and could not deliver the balloon catheter to the lesion. The pt was re-wired and the second wire functioned as intended, accomplishing the ivus procedure. No pt injury or adverse effect was reported to the manufacturer.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure. To date, no other complaints have been reported for this failure mode within this lot. The returned device was visually inspected and damage was observed. A kink was observed in the proximal shaft (hypotube) approximately 32 cm from the distal end. Stretched coils were observed just distal of the proximal/distal shaft transition at approximately 30 cm. The reported kink was confirmed. Based on these investigation results the most likely cause of the kink is user handling. The IFU provides a precaution against using a damaged wire. It is reported, the user discontinued use and obtained a new wire. There were no reports of pt injury or other adverse event.